Event description:
It was reported the device shuts off. The biomed could not repeat the problem. Followup with the biomed indicates the device was connected to a patient at the time of the event. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, and battery drawer are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.